Event description:
The customer states the enteral feeding pump is inaccurate.

Manufacturer narrative:
An evaluation was performed for the customer reported issue of ¿the pump was inaccurate¿. The kangaroo joey pump was returned and evaluated at the regional service center. The pump was put through both average rotor timing and volumetric accuracy testing and the device passed all test. Based on the findings from the service center the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.